Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that a blurred image due to damage on the charged coupled device occurred; however, per the legal manufacture, this issue of a blurred image is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the flex deflectable videoscope exhibited a blurred image, due to damage on the charged coupled device. There were no reports of patient involvement.